Manufacturer narrative:
Product event summary the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Event description:
It was reported that the device had a shorter longevity than expected. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model 694765 implantable tachy lead, implanted: (B)(6) 2010; model 419688 implantable pacing lead, implanted: (B)(6) 2010; model 5076-52 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).